Event description:
Crew arrived on scene of a cardiac arrest call, an AED was already attached to the patient. The patient was switched to the als device and a 200-joule shock was delivered to the patient. Reportedly, during the next shock attempt the device charged with no problems; the crew heard the device disarm before the shock key could be pressed. The device was again charged and the crew heard the device disarm before the shock key was pressed. The defibrillation electrodes were replaced and a successful shock was delivered to the patient. The device again disarm before the shock key could be pressed; the defibrillation electrodes were replaced once again and 4 additional shocks were delivered to the patient. The patient was resuscitated and is currently recovering in a local hospital.